Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had two stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they were unsure if they pressed a button down for 3 minutes or longer. Customer stated that insulin pump was not exposed to altitude. Troubleshooting was performed for stuck button alarm. The insulin pump will be returned for analysis.